Event description:
It was reported that one day after a right transcarotid artery revascularization (tcar) procedure, the patient was found unresponsive at their home. Imaging revealed bilateral multifocal lesions and a patent stent. The patient has not made a complete recovery. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
This follow-up MDR is being submitted to indicate that the initial MDR report is being retracted as there is no evidence that a silk road medical device caused or contributed to an adverse event. Additional information can be found in the following fields: b4: date of this report, b5: describe event or problem, g3: date recieved by manufacturer, g6: type of report, h2: if follow up, what type?, h11: additional manufacturer narrative.

Event description:
This supplemental MDR is being submitted for additional information received on december 18, 2024: the patient experienced right sided symptoms after the right transcarotid artery revascularization (tcar) procedure. The symptoms are not consistent with the relationship with right sided disease and treatment, as any emboli generated from the right treated side and going to the brain would result in symptoms on the contralateral side (left side) of the body. Given the patient passed the neurological check post procedure, the stent was patent, and the reported neurological stroke symptoms presented on the same side as the treated carotid, the evidence does not support the stroke is related to a silk road medical device. Although imaging revealed multifocal lesions on the right side, the source of the lesions and timing is unknown and as the patient did not experience any symptoms on the left side (contralateral to the right tcar) this event will be deemed as non-reportable.